Event description:
It was reported that the patient had an endoleak. Reportedly, the patient presented to the ER with a ruptured aaa. The proximal cuff and main body had less than 15mm overlap. The physician elected to place a competitor cuff, and resolved the endoleak. Upon completion an angiogram presented with no endoleak. Patient was okay and discharged.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined to be inconclusive. The product remained in the patient and was not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.